Event description:
It was reported that the pt has not used stimulation for quite some time. The pt had been hit by his daughter in the back a few yrs before the report and a lead may have moved. The pt was seen by the doctor on (B) (6) 2010, no results were reported. The pt had an appointment to check the device on (B) (6) 2010. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).